Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored ventricular tachycardia (vt) episode where two shocks and three bursts of anti-tachycardia pacing (atp) were delivered. Technical services (ts) analyzed device episode data and determined that therapy was inappropriate for the patient's atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. After the second shock, the rhythm did break. Noise was also found in the right ventricular (rv) lead and shock channels, but there was no oversensing of it. It was noted that there were four other similar stored episodes, but these were not reviewed at this time. It was noted that this will be further monitored along with that the patient had been inconsistent with taking the prescribed anti-arrhythmic medication. No additional adverse patient effects were reported. Currently, this ICD system remains in service.